Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a clearlink system continu-flo solution set. The line primed easily, but once primed would not drip via gravity or via pump. The issue was resolve by replacing the set with a new set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information received 06/17/2019: the date of the event: one event occurred on 03/20/2018 correction: it was initially reported there were three (3) clearlink system continu-flo solution set no flows. After receiving additional information this report remains for one clearlink device. Additional information received 06/17/2019: the lot# for the one event on 03/20/2018: r18l08017 : due to the additional information received on 6/17/2019 the other 2 devices will be submitted in MDR 1822660/MFR# 1416980-2019-03800 (with date of event 05/15/2019 and lot# r19b20078) and in MDR 1822661/MFR#1416980-2019-03799 (with date of event 05/15/2019 and lot# r19a29147). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured between december 10, 2018 - december 11, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.